Event description:
Post vcf-procedure in an extremely sclerotic vertebra, a bone fragment was found in the spinal canal causing temporary loss of feeling in patient's legs. Bone fragment was removed was removed by surgery and the patient regained feeling in legs and is doing well.

Manufacturer narrative:
Device implanted in the patient and not returned for evaluation. A review of the device history record did not reveal any discrepancy related to the complaint. The lot met all specifications prior to release.